Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/05/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found the receiver will boot and charge. Download receiver log and review. Found multiple unexplained receiver shutdowns above 90% battery level within the investigation window. Run receiver functional test. Pass all relevant tests. Open receiver case for internal visual inspection. Fail, found defective battery with cracked chip. The reported event that the receiver ceased to function was confirm. The root cause is defective battery.